Manufacturer narrative:
As reported, the 5f mynxgrip vascular closure device (vcd) did not deploy correctly. There was no reported patient injury. The user was trained on the use of the mynx device. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. The sheath used in conjunction with the mynx was a 5f non-cordis device. Hemostasis was achieved with less than thirty minutes of manual pressure. The patient was neither hospitalized nor was the patient's hospitalization extended as a result of the event. The patient is noted to have recovered. The device was not returned for analysis. The product history record (phr) review of lot f1909301 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿sealant failure to deploy¿ could not be confirmed as the device was not returned for analysis. The exact cause of the failure to deploy event reported could not be determined. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the reported issues. However, it could be related to procedural/handling factors, such as incomplete shuttling down of the shuttle. According to the instructions for use (IFU), which is not intended as a mitigation, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ it should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock, this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the device failing to deploy. Neither the phr review nor the information provided suggests that the reported failure could be related to the manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, the 5f mynxgrip vascular closure device (vcd) did not deploy correctly. There was no reported patient injury. The user was trained on the use of the mynx device. The femoral artery¿s suitability was verified on angiography or venography (mynxgrip only), including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. The sheath used in conjunction with the mynx was a 5f non-cordis device. Hemostasis was achieved with less than thirty minutes of manual pressure. The patient was neither hospitalized nor was the patient's hospitalization extended as a result of the event. The patient is noted to have recovered. The device will not be returned for evaluation as it was discarded by the site.